Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during operation patient was shocked by electricity and doctor was shocked through patient. Please do electrical safety test of this device. Device works properly and there was no error message on the device. Pedal sent for checking too. No negative impact in state of health reported.